Manufacturer narrative:
A4, a5, and a6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 66-year-old male patient with a past medical history of coronary artery bypass graft (CABG) surgery and dialysis presenting with acute myocardial infarction (ami) in cardiogenic shock (cgs) scai stage d shock on multiple inotropes, vasopressors, and ventilator prior to initiation of support. The impella cp was inserted for ventricular support for protected percutaneous coronary intervention (pci) of the left circumflex (lcx) artery. While transferring the patient from the cardiac catheterization lab (ccl) to the ICU, the patient coughed and moved his left leg, after which bleeding was observed at the impella access site around the sheath. Activated clotting time (act) was 245 at the time of the bleed. The perclose suture was tightened, two units of blood were transfused, and the bleeding subsequently resolved while the impella device remained in place. Care was later withdrawn and the subject expired. The post-procedure outcome was expired at explant. Bleeding is consistent with access site complications and the anticoagulation/purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as the patient presented in stage d shock.

Manufacturer narrative:
Corrected information has been provided in d1 and d4. Major bleed/access site adverse event: the cause of the access site adverse event was use related as bleeding occurred after patient coughed and moved leg and it was resolved by tightening down on per close suture